Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a button error anomaly. Customer stated insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. No unexpected failed battery test or battery failed alert noted during testing. All buttons functioning properly. No button error alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).